Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event. The information provided alleges that "as a result of the defective kugel patch, the patient underwent a left groin exploration, ilioinguinal nerve neurolysis and iliohypogastric nerve neurolysis for chronic left groin pain"; however, no specific device issue is reported and medical records have not been provided. Based on the limited information provided at this time, no conclusions can be made. Should additional information be provided a supplemental emdr will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2014: the patient underwent surgery for repair of a left inguinal hernia. A bard/davol kugel, reference number 0010105 was implanted. On (B)(6) 2015: as a result of the defective kugel patch, the patient underwent a left groin exploration, ilioinguinal nerve neurolysis and iliohypogastric nerve neurolysis for chronic left groin pain. As alleged, the patient was seriously and permanently injured and has suffered and will continue to suffer physical pain due to the alleged defective kugel patch.

Event description:
The following was alleged by the patient's attorney: (B)(6)2014: the patient underwent surgery for repair of a left inguinal hernia. A bard/davol kugel, reference number (B)(4) was implanted. (B)(6)2015: as a result of the defective kugel patch, the patient underwent a left groin exploration, ilioinguinal nerve neurolysis and iliohypogastric nerve neurolysis for chronic left groin pain. As alleged, the patient was seriously and permanently injured and has suffered and will continue to suffer physical pain due to the alleged defective kugel patch. Addendum per additional information provided: (B)(6)2014 - patient was diagnosed with left inguinal hernia thereby underwent open repair with implant of kugel patch. Per operative notes, "the hernia sac along with cord structures were dissected free and amputated after placing sutures. A medium kugel patch was then placed into the wound using sutures and hernia sac was placed posterior to the mesh.¿ (B)(6)2014 to (B)(6)2015 - patient had multiple visits for pain at the hernia site and tried nerve blocks on several occasions. (B)(6)2015 - patient was diagnosed with chronic left groin pain thereby underwent exploration with neurolysis. Per operative notes, "the ilioinguinal, iliohypogastric nerves were identified and then neurolysis was performed. The mesh was palpable in the preperitoneal tissues and did not seem to be any obvious problems with it.¿ attorney alleged that the patient had nerve damage, pain, hernia recurrence and emotional injuries.

Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event. The information provided alleges that "as a result of the defective kugel patch, the patient underwent a left groin exploration, ilioinguinal nerve neurolysis and iliohypogastric nerve neurolysis for chronic left groin pain"; however, no specific device issue is reported and medical records have not been provided. Based on the limited information provided at this time, no conclusions can be made. Addendum: h11: this supplemental emdr is submitted to document additional information provided and to correct report source and manufacturing date. Based on the additional information received, there is no change to initial determination, no conclusions can be made. Per medical records review, about 1 year 2 months post implant of kugel patch, patient was diagnosed with nerve damage and pain thereby underwent repair. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Updated fields: a2, a4, b4, b5, b7, d4 (UDI no), e3, g1, g3, g6, h2, h6, h10, h11. Corrected fields: g2 (report source), h4 (manufacturing date). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: not returned.